Event description:
While on patient, unit's manometer stuck at 40cmh2o after breath delivery. Unit cycling intermittently. Staff responded to vent alarms, patient found to be in moderate distress. Patient manually ventilated and vent switched out. Patient condition improved with intervention.